Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had excessive no delivery alarms. The customer states they received motor error alarms. The customer's blood glucose level at the time of incident was 495mg/dl. The customer states they were on back up plan to treat. The customer's most current level was 191mg/dl. The customer was advised to conduct full set and reservoir change. Troubleshoot was conducted. The device was found to be operating as designed. The customer was advised to monitor the device.